Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 4 other similar events for the lot referenced.

Event description:
The customer reported that the tip of the trident screwdriver snapped off in the screw. No metal fell into the patient. The surgeon attempted to remove the tip of the screwdriver with a set of forceps but was unable to do so. The screw, with the fragment of screwdriver remains implanted. The surgeon does not expect any consequences for the patient. The case was completed successfully.